Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the proglide device was advanced on the wire; however, the wire could not be removed or advanced. The proglide device and wire were removed as one unit. Manual arterial compression was applied to achieve hemostasis. The left common femoral artery was accessed and the tavr procedure was completed successfully. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.